Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with corneal edema on both eyes (ou) at post treatment. The patient¿s chief complaint was of blurred vision. The patient experienced loss of best corrected visual acuity (bcva). The event is not significantly interfering daily activities. A debridement was performed to resolve symptoms. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.75 x -1.00 x 165; left eye pre-op 20/20 -5.25 x -1.00 x 155. Bcva from (B)(6) 2019: right eye post-op 20/25 -1.25 x -.75 x 172; left eye post-op 20/30 1.25 x -1.00 x 78.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): corrected to 10/15/2007. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.